Event description:
It was reported that during a d vinci si cholecystectomy procedure, the fenestrated bipolar forceps instrument's wire broke. The procedure was successfully completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the wire insulation being damaged. Visual inspection shows that drive cables are intact and undamaged at the distal end. One conductor wire has a gouge in the insulation on the side of the yaw pulley. The bare wire is exposed. No char marks were observed. Additional observation not reported by the site is tube damage. The distal end of the main tube has various scratch marks with light material removal. Scratches are .115 - .200 in length and not aligned with the tube axis. Evidence not conclusive, but damage to wire and tube may have been caused by mishandling /misuse. There were 3 uses left. No other damage was found. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Based on this, no additional follow up is required. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.